Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date, the device was programmed in the tpn mode to deliver a 1690ml volume to be infused (vtbi), with a 1 hour taper up, a 1 hour taper down, for a duration of 14 hours, a 1790ml container size, and a 1ml kvo (keep vein open) rate. At an unspecified time, the delivery was started. In 208, during the one hour taper down, it was noted that the solution container was empty. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service.